Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter would not cut; however, aspiration continued and pulled vitreous body. The cutter was replaced and the procedure was completed with no injury to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.